Event description:
The investigator has indicated the previously reported death was possibly related to the study device.

Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the 1st obtuse marginal and two in the rca. It is reported that the patient expired approximately 1 year post index procedure. (Ref MFR# 9612164-2012-00263, 9612164-2012-00264 and 9612164-2012-00265).

Manufacturer narrative:
Results: death. (B)(4).

Event description:
It is reported that the patient suffered a stroke approximately 10 months post index procedure.

Event description:
Approximately ten months post index procedure, the patient was hospitalized with complaints of loss of consciousness. The site reported a tia. An angiography revealed a patent vein graft to the om, occlusion proximally in the rca and less than 50% stenosis in the left carotid artery. No intervention was performed. The patient was discharged to a rehabilitation facility 9 days later.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (cva/stroke). (B)(4).